Manufacturer narrative:
The hill-rom technician found hand pendant to be faulty and cause the head of bed to rise. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that bed was raising on its own (self-run). The bed was located at the account in the bedshop. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).